Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent right tha on (B)(6)2022 using the mako robot. It is alleged inappropriately matched and sized components were implanted. Allegedly the patient experienced persistent pain, gait changes, and underwent revision surgery on (B)(6) 2024 due to alleged cup loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.